Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed. And no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while using fluoroscopy, the tip of the guidewire was detached during insertion into the vein with echo-guide. Resistance was felt, and the tip detached within the hypodermal tissue. The tip was removed from the patient's body. No injury to report.